Manufacturer narrative:
Updated fields: d9, g3, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed, as the reported event was unable to be reproduced. Therefore, it was determined that the product specifications were met. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the autoclavable camera head brightness was dim. The issue occurred during cleaning and disinfection. There was no patient involvement.

Event description:
It was reported, the autoclavable camera head brightness was dim. The issue occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
To date, the device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.